Event description:
Information was received from the physician that the patient's vns lead was never explanted. No further relevant information has been received to date.

Event description:
MRI tech reported that the patient's lead was explanted on (B)(6) 2021 for unknown reason. It was noted that the patient reportedly had their vns previously turned off because it was choking them. The explanted lead has not been received to date. No further relevant information has been received to date.